Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported a recent issue with keeping her blood glucose levels elevated and that she had lost consciousness twice over the past two weeks. At the time of the report, the patient was in the emergency department and was being evaluated for nausea, abdominal pain, history of losing consciousness and low blood glucose levels. The patient was being admitted to the hospital for her loss of consciousness associated with inaccurate cgm values (event cgm and bg values were not provided). Currently, the patient¿s cgm value was 171 mg/dl but her bg was 140 mg/dl. She continued to experience abdominal pain, nausea, and has been treated with morphine and zofran. A cgm value of 109 mg/dl and bg value of 165 mg/dl were reported; however, it is unknown when these values were taken for comparison. No other details associate with treatment for her loss of consciousness or low bg were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is requested.